Event description:
It was reported that the customer passed away due to a heart attack. The customer's blood glucose levels were reportedly fluctuating from high to low before the heart attack. The customer was wearing the insulin pump at the time of death. The insulin pump was lost, and cannot be returned for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.